Manufacturer narrative:
The subject device was implanted on (B)(6) 2017 and explanted on (B)(6) 2025. The follow-up data provided have been analyzed (28 june 2022, 27 june 2023, 25 june 2024 and 17 june 2025) and the estimation of the longevity has been performed using the follow-up data provided. The analysis applied hrs recommendations to determine if premature battery depletion occurred. The expected overall longevity is estimated at ¿ 120 months. The implantation duration was 100 months which is higher than 75% of the estimated overall longevity (75% of 120 months = 90 months). Based on hrs guidelines, no premature battery depletion is suspected. On (B)(6) 2025, the time to rrt is 10 months (minimum 6 months), leading to rrt from on (B)(6) 2025 to on (B)(6) 2026. On (B)(6) 2025, the device has already switched to rrt. The rrt switch occurred at the beginning on (B)(6) 2025. The investigation of the data provided on 25 november 2025 showed that the atrial pacing is 79 to 80% from on (B)(6) 2025 to beginning on (B)(6) 2025, a bit higher than the atrial pacing percentage of the previous period (77%). The slight increase in the atrial pacing percentage can explain the rrt switch at the beginning of november instead of beginning on (B)(6) 2025. It should be noted that when rrt is reached, the prolonged service period of the device is at least 3 months in vvi mode, 70 bpm and 5 v. Since the subject device is programmed at 2 v, the prolonged service period of the device would have been longer and ventricular pacing would have been ensured to the patient. No premature battery depletion is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, during the in-clinic follow-up on (B)(6) 2025, the residual longevity was 10 months (min 6 months), the battery impedance was 4 kohms, safe r-r pacing mode and pacing in the atrium at 77%, atrial impedance at 438 ohms and ventricular impedance at 470 ohms. The atrial output was set at 1,5v un the atrium and 1,5v in the ventricle. On (B)(6) 2025, the battery impedance is 11.55kohms, pacing mode is vvi at 70bpm and the patient felt shortness of breath. The device was replaced on (B)(6) 2025. Why did the battery discharge quickly?